Event description:
Customer stated "receiving a shock feeling up her arm when pressing the trigger." The product was returned for investigation. An investigation was done into the customers complaint, and the inspector did not find any signs of the switch/pad shock. Additionally, the customer was misusing the pad. The pad was bunched. The leads were bent, the thermostats were bent. Defects like these are typically seen in product that has been folded or laid on while being in use. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.